Event description:
An issue was reported involving an incorrect time setting on a pump, which the caller was in the process of updating along with personal profile settings. There was no adverse impact to the customer's blood glucose level. Customer technical support assisted the caller in updating the pump time and advised them to monitor and follow up if the discrepancy recurs. The caller understood and acknowledged the guidance provided.